Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for chronic low back pain and spinal pain. It was reported they have had several falls where they turned too quick and lost their balance and fell on floor on the side with the stimulator and had also fallen off their bed and their head hit the wall. Patient did not provide an exact date of when the first fall occurred. The patient was redirected to discuss symptoms with their hcp and to request a manufacturer representative to have the device checked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was not the cause of the falls. Patient reached to get something and fell out of bed. The mattress on their bed was slipping off the frame. Patient was still waiting for their hcp toget back to them. Patient's weight was (B)(6)pounds at the time of the event. Patient checks the mattress daily to assure it is in place and the bedside furniture rearranged for easier access. Patient was trying to be mindful of things in their pathway and that they were not able to walk without their cane or someone helping them. No further complications were reported/anticipated.